Manufacturer narrative:
Concomitant product: abstack20 5 mm sgl use abs dev 20 tacks (lot# n9a359). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic to open therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, inflammation, abscess, and pain/discomfort. Post-operative patient treatment included revision surgery. Information received indicates the patient is deceased. The reporter stated the device did not cause or contribute to the event.